Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that when the system is idle for over an hour, the first patient sample tested has a low ion selective electrode (ise) result. The customer implemented a procedure to perform a system prime prior to running patient samples, and no discordant results were obtained since. The cause of the discordant, falsely elevated na result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was auto-repeated on the same instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated na result.